Event description:
FDA/medsun report rec'd concerning clotting issues that facility physicians are attributing to tego usage and the saline/heparin flush claims. The report states "... Two instances of dialysis catheter with needleless connectors being flushed with saline developed blood clot in the catheter, requiring dialysis line change. The physician stated the catheter clotted and had to be replaced. It is unclear if the clot was actually in the tego or in the catheter itself. In one patient, it appears the line was placed at another facility and removed at our facility after it clotted. Unable to identify second patient. The involved needless connectors were not returned to the mfg. For investigation and confirmation. Extensive testing has been performed using a tego and saline flush protocol, which resulted in zero thrombotic occlusion events.

Manufacturer narrative:
The tego needlefree hemodialysis connector was developed by ICU medical specifically for use in hemodialysis, which requires unique engineering to support the high flow rates of blood and fluids. The tego is a neutral displacement connector, which mens that when the blood tubing or a syringe is removed from the tego there is minimal reflux of blood into the catheter lumen, thus reducing the need for heparin as an anticoagulant. The tego is also a microbiologically and mechanically closed connector that has been proven to reduce catheter related bloodstream infection (crbsi) in pediatric hemodialysis patients. Use of the tego and saline flush can drastically reduce manipulations of the catheter hub which are beneficial in reducing crbsis and thrombotic occlusions, and, in turn, improve patient outcomes. All of this information and clinical studies have been provided to the user facility. A three year review of the complaint database for this list #/similar issue recorded no add'l. Reports identifying a design related or contributing mfg. Defect.